Event description:
Boston scientific received information that this atrial lead displayed sudden high out of range impedance measurements. In addition, the lead did not capture appropriately. A revision procedure was performed. This lead could not be replaced due to occluded veins on the patient's left body side. Due to safety concerns, a decision was made to not implant the lead on the patient's opposite body side. The device was reprogrammed to vvir pacing mode. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and was not replaced. Should additional information become available, this event will be updated.